Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97792, lot # n405489, implanted: (B)(6) 2013, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient met with a manufacturing representative at their healthcare professional¿s (hcp) office to set up their adaptive stimulation. The reporter stated that this was the second time they have had to see the manufacturing representative and the representative tried to explain it to me and they thought they got it, but they did not. It was noted that when the patient was standing they needed stimulation at a higher level. It was further noted the patient had stimulation at 4.0v, but later determined that a more comfortable level was 3.90v. It was noted that when the patient was lying down they needed the stimulation at a lower level. It was further noted the patient had stimulation at 2.60v, but lowered it to 2.15v. It was noted that when the patient tried to lay down the programmer would say ¿lying ,¿ but the stimulation would remain at the upright position even when the patient stayed lying down for over a minute. The reporter stated they got zapped when lying down and they had to get up now because it hurt too bad. The reporter further stated they did not have to lie down at all and they were standing when their adaptive stimulation as programmed. Additional information was requested, but was not available as of the date of this report.